Event description:
It was reported that the pump had a high-pressure alarm during testing and was due to a damaged downstream occlusion (dso) sensor. There was no patient involvement and harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted with respect to the complaint. The event history log (ehl) was reviewed. The high-pressure alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The dso test was performed, and it was confirmed that the sensor was damaged. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the damaged dso sensor and was then replaced.